Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -8.5/1.5/87 (sphere/cylinder/axis) implantable collamer lens had tore during loading; and noted "lens rupture due to snagging." This occurred on (B)(6) 2023. On this same date a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).